Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device was recommended for explant after delivering a shock into a low-impedance condition. The representative and a health care provider (hcp) reported that the patient had received several shocks, and a low out-of-range shock impedance was recorded with one of the shock deliveries. Subsequent device interrogation showed a warning message for shock delivery during a short circuit condition, and a high out-of-range pace impedance measurement was obtained for the right ventricular defibrillation lead. A boston scientific technical services (ts) consultant recommended device and lead replacement. There were no reports of adverse patient effects.

Manufacturer narrative:
Device return is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted that there were two arc marks on the right back side of the device. A 1.1 joule shock was performed in both initial and reversed polarity into an open/no-load condition and a shock impedance measurement of greater than 125 ohms/open was received each time. A manual capacitor reformation was successfully performed with a charge time of 8.6 seconds. The device was then put through and passed a series of automated diagnostic testing that verified the performance of the device's defibrillation, pacing, sensing and recording functions.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects.